Manufacturer narrative:
The t:slim pump user guide indicates that novolog has been tested up to 72 hours. Additionally, the t:slim pump user guide states: "change your infusion set every 48-72 hours." The product has not been returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's blood glucose level was elevated (335 mg/dl). Customer stated that the cartridge and infusion set had been in use for five days. Customer stated that cartridge and infusion set would be changed.